Manufacturer narrative:
Photos of the pads used during the rescue were taken by the customer and given to cardiac science for review. Based upon the photos, the reported problem was due to user error. The condition of the damaged pad indicated it was incorrectly removed from the release liner prior to being placed on the patient. The lead wires and connection to the electrode remained attached to the blue release liner when the electrode was removed from the liner. This damage can occur if the user attempts to remove the pad from the liner by pulling on the lead wires or by starting to remove the pad at a location other than where the lead wires attach to the electrode. The release liner has a tab near the lead wires to help the user grasp onto the liner. When removed from this location the pads are designed to hold the wire connection and prevent it from separating from the electrode. It is unlikely the electrodes were damaged prior to use because the AED wouldn't have been rescue ready at the time of the rescue as reported by the community first responder.

Event description:
During a rescue the community first responder (cfr) reported that after placing the pads on the patient, the AED kept repeating "check pads". The responder checked the connection to the AED, the pad on the patient's side, and the pad on the patient's chest. The responder noticed the chest pad was not physically connected to the lead wires and the lead wires were still attached to the pad release liner. The pads were removed from the patient and the responder continued with bls until backup arrived and the patient was transported from the scene. Patient outcome wasn't provided.